Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The complaint was confirmed by review of in-vivo data but the problem could not be duplicated during in-house investigation. The root cause was found to be unacceptably low value of reference on channel potentially due to insufficient hydration of hydrogel. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.